Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) talked with the robotics coordinator and confirmed that after cleaning the fiber cables and rebooting the system, the errors disappeared. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of errors 17, 23, 40, and 54 may be attributed to user-induced problems including loosely connected, improperly seated, or disconnected blue fiber cable. The system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robot encountered a non-recoverable fault towards the end of the procedure and surgeon elected to finish the remainder portion of it laparoscopically. Technical support engineer (tse) was unable to view logs at the time of the call after the system reboot, after the call the logs finally showed up and tse observed errors 23, 40, 17, and 54 pointing to the 2nd from top port of blue fiber on vision side cart (vsc) which had the patient side cart (psc) connected. There was no reported injury.